Event description:
As reported by the edwards lifesciences affiliate in germany, edwards received notification of a 44mm evoque procedure in tricuspid position in which during the procedure wire push was necessary because the valve was too deep. The patient went to ventricular fibrillation, which was successfully treated by defibrillation. Patient's final outcome was stable condition.

Manufacturer narrative:
The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete.

Manufacturer narrative:
The following sections were updated: b4, g3, g6, h2, h6 and h11: additional type of investigation codes that were unable to be added in h6: labelling review. The complaint for delivery system and/or guidewire pushed into ventricular wall was confirmed with other empirical evidence based on information gathered from the edwards clinical specialist. No manufacturing non-conformities were able to be identified. A device history record review was conducted and there were no nonconformances related to the issue observed and the device passed all manufacturing specifications. Since there are no confirmed product or labeling, IFU, training material nonconformances affecting distributed product and no other triggers have been met, no preventative or corrective actions are required. Potential contributing factors to this event may be the deeply positioned valve requiring wire manipulation, which could have triggered mechanical or electrical irritation of the myocardium, leading to ventricular fibrillation. Procedural complexity and patient-specific anatomical challenges may also have played a role.